Manufacturer narrative:
The reporter stated a tube change out was required. These updates reflect the reported serious injury. Device evaluation : one portex tracheostomy sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A leak test was performed and a leak was found in the pilot balloon of the returned sample. To further investigate the issue, relevant documents were reviewed and deemed adequate. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The inflation line bonding operation was also reviewed with no discrepancies. Furthermore, flow tests were audited during thirty two (32) units finding no leaks. Based on the evidence and testing, the complaint was confirmed. The problem source can be traced to manufacturing, with the most probable causes related to either of the following: wear of the rubber used in the fixture for the printing of the inflation line or a lack of detection by production personnel.

Event description:
Information was received that a smiths medical tracheostomy cuff's air pressure was lowered. And after remedy of inflating the cuff, the pressure was decreased again. No patient injury resulted.